Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m52234 the analysis results showed that the tlh30 device arrived with the retainer pin bent not allowing to properly seat on the anvil, a reload was loaded on the device with all staples present. No functional test was performed due the condition of the retainer pin. While no conclusion could be reach as to how the retainer pin was bent. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a left subtotal gastrectomy procedure, the retaining pin could not be positioned as intended. The surgeon could not fire the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.